Event description:
Customer reported via e-mail the results of a survey of pediatric ophthalmic and strabismus surgeons that showed an increase in the incidence of slipped muscle due to post-op suture breakage. The customer reports that this event can necessitate a re-operation. No specific event details will be forthcoming.

Manufacturer narrative:
Date sent to the FDA: 11/05/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.